Event description:
During a hydrothermal ablation procedure the pt woke up from the general anesthesia and moved. Due to this movement a fluid loss was noted. Following completion of the procedure it was noted that the pt sustained second degree burns to the vagina and perineal area. Silvadene cream and an unspecified narcotic were provided for treatment of the burn. This device has not been received for eval. Therefore, no failure analysis is available. A lot search was performed and revealed no other complaints to date on this lot number. However, without evaluating the device, co is unable to determine if the device met its specifications. Followup indicated that after the pt moved during the procedure an alarm was noted. Upon removal of the endo loop from the pt's cervix, a second alarm sounded and subsequently, the physician noted a third alarm. The procedure continued after alarms were noted and completed. Co believes user technique may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event.